Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition. No patient harm was reported.

Manufacturer narrative:
Become aware date 11/25/2016.

Manufacturer narrative:
The customer returned gds had an air flow sensor u1 with a large offset. This caused the flow accuracy test to fail as well as the displayed tidal volume to be too large and the ¿low leak ¿co2 rebreathing risk¿ alarm to appear. Replacing the air flow sensor resolved the issue and the air flow pv test passed.

Manufacturer narrative:
The field service engineer (fse) was able to duplicate the customer 's reported problem. The fse reported the device failed the air flow accuracy test. The fse replaced the gas delivery system to resolve this issue.